Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found blood and corrosion on the ECG trunk cable contacts. The fse replaced part ECG. The ECG signal was then displaying properly. The unit passed all functional testing.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has ECG issues. The ECG signal was not working, there was no patient harm.